Event description:
It was reported that during a merlin.net transmission the right atrial lead exhibited noise. No additional information was available. The patient would be brought in for further evaluation.